Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The patient was diagnosed with appendiceal mucinous tumor for 8 months and constipation for 6 months was admitted on 2024.8.1 for further treatment. Advanced age, physical weakness, accompanied by constipation, nausea, abdominal distension is obvious.8.2 placed in the abdominal drainage tube 1 daily drainage of ascites, the need for daily infusion, the medical advice to pantoprazole, conrad, vitamin injection infusion qd treatment.8.13.9:15 again to the right forearm indwelling superficial indwelling needle infusion, the end of the infusion is normal sealing the tube.8.15.10:50 found that the needle oozing swelling is obvious, accompanied by pain and could not be used.

Event description:
No additional information received.

Manufacturer narrative:
1. The customer returns 1 photo but did not return the defective sample. The photo shows swelling at the patient's insertion site. 2. DHR/bhr review lot#4061754. 1-the products of this batch were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is carried out for 45psi leakage test, and no leakage is found at the catheter. Please see attachment for the test report. 4. The causes of leakage at the insertion site are complex, and the common causes are as follows: 1) the puncture angle is so small that the puncture wound is relatively big. 2) the medical dressing is not applied correctly, which lead to leak when the product moves relative to insertion site. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows swelling at the patient's insertion site. Since the defective sample has not been returned and the usage of the sample is unknown, the root cause of the leakage and swelling at the insertion site cannot be confirmed.